Event description:
Medtronic o-arm system was malfunctioning during a procedure. Initially, the o-arm was functioning but during a spin, the o-arm locked and was unable to be opened . Patient was removed and no harm to the patient ensued. The medtronic representative was notified of the malfunction and was unable to unlock the o-arm at that time. Equipment placed out of service until further investigation of malfunction could take place. Manufacturer response for imaging system, medtronic o-arm (per site reporter). Manufacturer representative responding to repair the machine.